Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically open ferrite coil (inductor), designator l1. Specifically legs 1 and 4 were measuring 18 ohms instead of 0 ohms.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and would no longer power on. There was no patient use associated with the reported event.